Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the green connector is broken and it is impossible to use the device. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the green connector was broken. The rse evaluated the device remotely and determined that the green therapy connector was broken. In response to the customer¿s request, two therapy connectors (453564488971, dfm100 assy therapy receptacle) were shipped to the customer, and the issue was resolved. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be due to a defective therapy connector. The root cause of the defective therapy connector could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The therapy connector was replaced to resolve the issue. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.